Event description:
There was an allegation of questionable c3c-2 tina-quant complement c3c ver.2 and c4-2 tina-quant complement c4 ver.2 results for 1 patient sample on a cobas pro c 503 analytical unit. This medwatch will cover c4. Refer to medwatch with a1 patient identifier (B)(6) for information on the c3c results. On (B)(6) 2024, the initial c4 result was 8.26 mg/dl. The doctor questioned the results and the sample was repeated. On (B)(6) 2024, the sample was repeated and the repeat c4 result was 13.3 mg/dl.

Manufacturer narrative:
The analyzer serial number is (B)(6). The calibration and qc recovery data provided was acceptable. The investigation is ongoing.

Manufacturer narrative:
The alarm trace showed 36 abnormal aspiration alarms. Blood was visible in the gel layer of the sample. The investigation did not identify a product problem. The root cause of the event was found to be consistent with pre-analytical sample handling issues.